Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient came into the office with intermittent capture. Threshold was 4.5 v at 0.75 ms, and capture control was off. Lead remains implanted.